Manufacturer narrative:
Additional information added to b5.

Event description:
Additional information received determined the automated impella controller (aic) had inadvertently been dropped in the user facility leading to the aic replacement.

Manufacturer narrative:
Console was received for investigation. There was no explicit evidence in the logs to confirm the reported failure mode ¿ flickering screen. This console was tested after arriving in fs. Immediately after the initial boot-up, the console started flickering, and the flickering pattern was horizontal (flickering_screen_ic10971.mov). After power cycling the console, there was no issue. After some time, a gain observed the flickering screen. This issue occurs occasionally, which confirms the reported failure mode (fm-32022). No damage was found on the console hardware. The root cause of the intermittent flickering screen was not determined. The root cause for dropping the automated impella controller (aic) was the use issue. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12239: g1 reporting contact fax number missing.

Event description:
The user facility reported that the automated impella controller (aic) display flickered intermittently during patient support. It was noted there were no changes in flow or support and there was no report of patient harm.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the aic was not possible. Upon investigation closure, a supplemental MDR will be filed.